Event description:
It was reported that during an ion endobronchial lung biopsy procedure, the sheath on the flexision biopsy needle was not staying in place while biopsying despite fully tightening the thumbscrew. There was only a very brief delay to open a new needle. No patient injury occurred. The diagnostic procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no patient injury.